Manufacturer narrative:
(B)(4).

Event description:
Voluntary medwatch (mw5083954) received via us mail from the FDA on (B)(4) 2019. Information provided was the following: my tandem x2 insulin pump turned off on me without any warning. This is the second time this happened. My pump was off and unresponsive. The pump never notified me that it was turning off, so my pump have been off for hours. My blood sugar was 221 and I didn't feel great and my muscles started to get tight, I got a headache and grew tired. I got home to take my insulin and I checked my blood sugar again and it was 304, leading me to believe that my pump was off several hours and not just when I checked it. I have major concerns about this company as this happened to me twice in several months, and if my pump had malfunctioned/turned off right when I went to bed and had eaten food, my blood sugar could have gone to critical levels, causing ketoacidosis, and led to hospitalization.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.